Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty, difficulty removing and stent elongation could not be confirmed as the stent had already been deployed. The investigation concluded that a conclusive cause for the deployment issue, difficulty removing and stent elongation could not be determined. The device returned with an intermittently collapsed proximal sheath which suggest the sheath was bent and may have contributed to the deployment difficulty; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up medwatch report will report additional, relevant information.

Event description:
It was reported that the mildly calcified lesion in the femoral artery was prepped per instructions for use (IFU) with a 5mm balloon. Good results were noted. Following, a supera stent delivery system (sds) advanced to the femoral artery lesion and the stent was deployed. Per fluoroscopy, during delivery system removal, the stent had not fully released from the delivery system. The thumb slide was pushed to the most distal and proximal end 3 times and the stent released from the system, but had elongated 30%. There was no reported adverse patient sequela and the patient was reported to be doing well. There was no additional information provided.